Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump's touchscreen became shattered and unresponsive. Reportedly, the screen became shattered while the customer was playing at school. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had an alternate method of insulin therapy available as provided by the healthcare provider.